Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported complaint is confirmed as an internal blood leak. Visual examination, subsequent to disassembly, identified a broken fiber on the circumference of the fiber bundle at approximately two hundred and eighty degrees (with the dialysate ports at zero degrees). An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 100cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been requested.